Manufacturer narrative:
Visual inspection confirmed the reported complaint. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by smith & nephew. Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time.

Event description:
It was reported that the blade snapped during surgery. The surgeon was able to remove the broken piece from the patient. There were no patient complications reported as a result of this event.